Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/10/2016 with the following findings:.no evidence of short battery life observed in the pump histories. No data in pump histories from time of reported short battery life due to continued use. The pump electrical current draws were tested and were within specifications. A review of the pump histories showed no evidence of a short battery life. No data in the pump histories was found from the time of the complaint due to continued use. The rewind, load, and prime steps were performed successfully. The pump electrical current draws were tested and were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).